Event description:
It was reported that an insertable cardiac monitor was found to have premature battery depletion noted prior to implantation into a patient. Another device was used for the patient. No adverse patient consequences were reported.